Manufacturer narrative:
Concomitant medical products: product ID b3300542m lot#/serial#(B)(6) implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type lead product ID neu_stylet_acc lot#/serial# unknown : product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative (rep) provided additional information, which was confirmed with the hcp. The cause of the high impedance remains unknown.

Manufacturer narrative:
H3. Analysis of the lead (s/n (B)(6) found no anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3300542m, (serial: (B)(6) ); product type: 0200-lead; implant date (B)(6) 2024; explant date (B)(6) 2024, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon lead insertion, the test cable was applied with the monopolar grounding cable. When impedances were measured, all were normal except contact 1b which had high impedance. Surgeon reconnected cable several times with identical results. They then advanced to lead 2mm to confirm whether the issue was related to tissue, but the 1b contact persisted in being out of range. The lead was replaced and the same cable was connected. The new lead had normal impedances on all contacts. No symptoms were reported.